Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28600. It was reported that an asymptomatic patient presented remotely with noise on their right ventricular and right atrial leads. No intervention was reported. The patient was stable throughout.